Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that sometimes the area of implant was a little sensitive. Pt noticed it 'months ago'. There is a little corner which kind of pokes in pt's skin. Pt said she fell once in a while. Pt also does physical therapy 3 times a week. Pt thinks the surgeon did not put the ins in as well as the previous hcp did. Not too long ago the patient's health care provider (hcp) checked the area and told the pt it looked ok and told the pt sometimes implants move a little bit in there.